Event description:
It is reported that the prosthesis failed.

Manufacturer narrative:
Evaluation summary: it is unknown whether a revision surgery was performed or not. There are no returned products or x-rays available. Without further information on the surgery and/or return of product, a probably cause for alleged deficiency cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.